Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4 mm x 30 mm vascular reconstruction device (encr403012/ 9664730) and a prowler select plus 150 /5 cm microcatheter (606s255x/ lot # unknown) was used for an endovascular embolization procedure. During the procedure, the user reported that there was friction/resistance encountered at the distal end of the microcatheter during delivery of the stent. Once the stent was deployed, the user reported incomplete expansion and migration of the stent to the distal end of the target site. The physician delivered a second stent with the original microcatheter and implanted the second stent at the target position to cover the aneurysm completely, then completed the surgery. The surgery was prolonged about 10 minutes. No patient harm was reported. The event was initially reported as such, ¿resistance/friction & unable to open & migration. It was reported that during surgery, stent was encountered some resistance in the distal end of the microcatheter during its delivery in the microcatheter. The stent was delivered in place and was released, then the microcatheter was removed from the patient. The distal markers of the stent were opened well, but it was found that proximal markers of the stent were converged which could not be opened. It was found that the stent was migrated to the distal end of the target site and could not cover the aneurysm completely. The doctor delivered a second stent with the original microcatheter and implanted the second stent at the target position to cover the aneurysm completely, then completed the surgery. The surgery was prolonged about 10 minutes.¿